Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received unexplained no delivery alerts from their insulin pump. The patient's blood glucose level was unknown the time of the call. The customer stated that they smell insulin when the pull the reservoir out and has condensation under the lcd screen of their pump. The customer declined trouble shooting the issue. No further information was provided.